Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values where the cgm displayed 207 mg/dl. The patient declined to provide any details regarding her symptoms. She called for the paramedics, and a fingerstick blood glucose (fsbg) test was taken by the paramedics however the patient cannot provide the details of the fingerstick other than it was higher than the cgm reading. On the same day, the patient was transported to the hospital and admitted to inpatient hospitalization; however, she could not provide details on what medication or treatment given to her at the hospital. At the time of the report, the patient was still currently at the hospital, and the patient was having audio issues and requested a call back. On (B)(6) 2026, tech support called the patient to get additional details, and the patient stated that she was still in the hospital, but inaccuracy issue has been resolved and will call back if issue reoccurs. There is no documentation of symptoms or a diagnosis confirming whether the hospitalization was related to the dexcom product, and no discharge date is available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.